Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that the physician initially over-inserted the device, however, hemostasis was achieved and the pt was transferred to the post recovery unit. Approximately two hours later, the pt began bleeding from the access site and an unspecified sized hematoma started toe develop. Manual compression was applied. It was reported that distal pulses were diminished; therefore the pt was taken to surgery. The surgeon stated that there was a dissection of the right femoral artery and that the front wall of the vessel was sutured to the top of the dissection. The perclose suture was removed and the artery was repaired with a suture. The pt tolerated the procedure well and there were no post-operative complications. The pt remained hospitalized for insertion of a pacemaker. The exact discharge date was not available. There are no reports of any further adverse pt sequelae.